Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the 29mm sapien 3 case by tf approach in aortic position, the patient had a porcelain aorta. Crimping was uneventful. The valve was inserted through the sheath with usual push force and valve alignment was performed without issues. After the valve was positioned in the annulus, deployment started. However, only the distal part of the balloon inflated. Due to this, the valve moved aortic and was conically deployed. It was decided to pull the valve into the descending aorta and deploy it there. Then a second system was prepared and the valve was successfully deployed. Sometime later it was noticed that the valve that was placed in the descending aorta caused an aortic rupture. Patient was put on extracorporeal membrane oxygenation (ECMO) and it was intended to repair the rupture; however, they were not successful and the patient deceased. The doctor believes the porcelain aorta is the reason for the aortic rupture.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. UDI (B)(4) the delivery system was returned to edwards lifesciences for evaluation after use in the procedure. A kink was present on the proximal balloon shaft due to return packaging of the device. Approximately 4 ml of fluid was in the inflation balloon. The returned imagery was reviewed. The valve is shown in the annulus prior to deployment. The valve is slightly proximal to the valve alignment markers. No imagery is provided of the balloon being inflated. However, imagery shows the valve unevenly expanded, confirming the complaint. The delivery system was visually inspected. There was compression at distal flex shaft. No other abnormalities observed. The delivery system was prepared with a sample valve. Due to the condition of the returned device (expanded and unpleated inflation balloon) valve alignment difficulties were anticipated during functional testing. Therefore, the valve was crimped on the balloon to ensure that it would be placed correctly between the alignment markers for the test. The delivery system and valve were inserted into an aortic model. Upon balloon inflation, both ends of the balloon inflated and the valve expanded normally. Since no abnormalities were observed during functional testing, no dimensional analysis measurements were taken. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿delivery system ¿ inflation difficulty, partial or slow¿. A review of complaint history from july 2017 to june 2018 for the edwards commander delivery system (all models and sizes) revealed two other similar complaints for ¿delivery system ¿ inflation difficulty, partial or slow¿ with returned devices. One complaint was not confirmed as functional testing yielded acceptable results. A review of available information (complaint history, lot history, and DHR review) did not reveal any evidence to suggest a manufacturing non-conformance. Available information suggested that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. A second complaint was confirmed based on review of the provided cine. However, the delivery system was able to be inflated and deflated within the time specification. Therefore, visual inspection and functional testing as well as a review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. Available information suggests that patient (anatomy) and/or procedural (excessive manipulation of the device) factors contributed to the complaints. However, a definite root cause is unable to be determined. A review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the trend category of ¿inflation, deflation difficulty¿. Instructions for use (IFU), system preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. During general specification for s3 balloons, thv, the balloons are 100% inspected for wall thickness, working length, balloon diameter, and visual defects. During the crimp balloon molding process, crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. During balloon pleat, fold, and forming, prior to the process, balloon size is inspected using a go/nogo gauge. The formed balloon is inspected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. During flex catheter and balloon catheter leak test, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During commander functional product verification testing, the device is visually inspected for physical defects or damage and tested for inflation pressure. The lot was accepted. It is also tested for balloon inflation/deflation time, and the lot was accepted. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿delivery system ¿ inflation difficulty, partial or slow¿ was confirmed based on supplied procedural imagery. However, no manufacturing non-conformance were identified in the returned device and functional testing was not able to duplicate the complaint event. A review of IFU and training materials revealed no deficiencies. Imagery review revealed that prior to inflation, the valve was slightly offset from the valve alignment markers contrary to the IFU, which states ¿before deployment, ensure that the thv is correctly positioned between the valve alignment markers¿. It is possible that this contributed to uneven valve expansion and the valve sliding off the balloon as the balloon was inflated distally. However, no imagery of the inflation was provided to confirm this possibility. A definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there is no evidence of a product non-conformance and no IFU/labeling inadequacies were identified, fmea assessment is not required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample, and there is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.